Event description:
It was reported that this event occurred in the oncology dept. The insertion site was the jugular vein. The catheter was in place for 50 days when during flushing of the white "leg," the bandage got wet. The device was not removed and a new bandage was applied. There was no delay of treatment reported to this pt. There were no reported pt injuries, complications, or death.

Manufacturer narrative:
(B)(4).